Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined the root cause of the reported deviations in the or is an excessive force that was applied on the sra, which led to the sra getting out of trajectory eventually. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the l3 and l5 on the right breached laterally. The patient was fixated to the surgical system via schanz pin and bone mount bridge. The screws were about 6mm lateral from plan. The navigation showed it was accurate. The site navigated on the right first. The surgeon repositioned the screws using the imaging system with navigation. There was no patient harm and the procedure was delayed an one hour.